Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no impact to customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.